Manufacturer narrative:
A product investigation is in progress.

Event description:
Left pieces of tampon inside vagina [foreign body in reproductive tract] "removal layer" of the tampon pulled apart from the tampon itself [device breakage] upon removal, the smooth "removal layer" of the tampon pulled apart from the tampon itself [complication of device removal]. Case description: consumer reported via email that during removal the tampon pulled apart, leaving pieces in her vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Left pieces of tampon inside vagina [foreign body in reproductive tract]. "Removal layer" of the tampon pulled apart from the tampon itself [device breakage]. Upon removal, the smooth "removal layer" of the tampon pulled apart from the tampon itself [complication of device removal]. Case description: consumer reported via email that during removal the tampon pulled apart, leaving pieces in her vagina. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Left pieces of tampon inside vagina [foreign body in reproductive tract]. "Removal layer" of the tampon pulled apart from the tampon itself [device breakage]. Upon removal, the smooth "removal layer" of the tampon pulled apart from the tampon itself [complication of device removal]. Case description: consumer reported via email that during removal the tampon pulled apart, leaving pieces in her vagina. No serious injury was reported.